Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine drug (10 mg/ml at 2.3 mg/day) via an implantable pump. It was reported that magnetic resonance imaging (MRI) was performed in (B)(6) without monitoring the pump after the MRI. During a pump refill on (B)(6) 2024, the physician noted in the session report that the pump had stopped for 1092 hours and several error codes were present. As per the logs, a critical alarm occurred regarding motor stall on (B)(6) 2024 followed by a critical alarm on (B)(6) 2024 regarding duration of stall having exceeded 48 hours. The logs also indicated a pump motor stall recovery on (B)(6) 2024 (date of interrogation/pump refill). Regarding factors that led to the issue was noted that an MRI was performed without pump control following the MRI. The physician confirmed at the time of refill the volume removed from the pump reservoir was what was expected. The patient did not have withdrawal symptoms. It was being considered that the pump switched to telemetry mode and the physician was informed of the importance of checking the pump after an MRI. The patient was however nauseous as of (B)(6) 2024, since filling the pump. It was further reported that it seemed the patient had symptoms of overdosage. The patient was better as of (B)(6) 2024. No surgical intervention occurred and no surgical intervention was planned. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the cause of the overdose symptoms / patient's nausea was not determined. The doctor monitored the patient, no dose adjustment. The patient was seen again on (B)(6) 2024. There was no more nausea and was doing better. The event resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.